Event description:
Additional information provided by the surgeon indicates that the pt's complaints of starburst are unrelated to the lens implant. The symptoms were not present after the implant surgery, but only occurred after the yag posterior capsulotomy. The surgeon further stated he simply needed to enlarge the opening of the capsulotomy and the symptoms would resolve.

Event description:
Consumer reports seeing starbursts after being treated with a yag capsulotomy 3 months post cataract surgery and intraocular lens (iol) implant. Additional information has been requested.